Manufacturer narrative:
(B)(4). Eval, results: (death, endoleak). (Upper gi bleed). Conclusions: (upper gi bleed).

Event description:
A valiant stent graft was implanted in a pt for the endovascular treatment of a 7.3 cm thoracic aneurysm approx four years ago. The following two years the aneurysm size increased with no source for the pressurization. It was reported there was a type I endoleak for two years post stent graft implant. There was an endoleak identified at the anterior aspect of the distal aortic arch. The mr scan showed residual flow in mid port. Imaging showed that left subclavian contributed to refilling of aneurysm. A valiant stent graft was deployed 5cm beyond the previously deployed stent graft to extend distal fixation. Ultrasound confirmed that there was continuity of the ascending and descending stent graft segments with no abnormalities noted. The two years later, the pt presented due to complications from a slow taa leak. There was a bleeding complication (left bloody pleural effusion probably secondary to slow thoracic aneurysm leak), assessed to be unrelated to the procedure and have an unk relation to the device. Medication was administered. The event of a type v endoleak was noted at three years post implant, as the taa diameter increased from 78.8 mm at the 36 month f/u to 99.3 mm at the 45 month f/u; this event is continuing without treatment. The event was assessed to be unrelated to the procedure and related to the device. A scan on two months later demonstrated a false lumen around the stent graft, the aneurysm was 8x10 cm in maximum diameter, which is consistent with a periaortic hematoma. There is moderate left effusion, which is slightly smaller than on the previous scan. It was reported that the pt expired due to an upper gi bleed, an abdominal aortic aneurysm, and a thoracic aneurysm. No add'l clinical sequelae were reported.